Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the tubing. Tandem customer technical support (cts) had the customer perform a system check and the occlusion appeared to be within the cartridge. The customer reported that the insulin vial had "things floating in it". The customer changed the cartridge and filled it with a new vial of insulin. The customer's blood glucose (bg) level was reported as being in the low 200 range; an exact value was not provided. A bolus of insulin was delivered via the pump to address the bg level. The customer was within target range at the time cts was contacted.